Event description:
It was reported that a pt had a sustained ventricular tachycardia (vtach) arrhythmia lasting approx four minutes and no audible alarms were sounded. The dash monitor correctly detected a number of subsequent arrhythmia events. In this case, the pt's basic electrocardiograph (ECG) morphology was similar to the morphology during the vtach event. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.